Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
Updated b5: describe event or problem. E1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure. It was further reported that the target lesion has 75% stenosis and was located in the mildly tortuous and moderately calcified left anterior descending artery.